Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated that she had unexplained high blood glucose for about a month. Customer stated that she was in a vehicle accident and stated that this is the second accident due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 20 mg/dl. Troubleshooting was performed and found that the customer was over blousing for meals. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.